Event description:
It was reported that 1 unspecified bd¿ syringe had the needle through the shield after re-capping and a needlestick injury. The following information was provided by the initial reporter: the consumer reported that when recapping the needle went through the shield and stuck his finger. The consumer stated he was fine and no medical attention was received but it was a dirty needle stick from his patient. Date of event: (B)(6) 2021. Samples status: discarded.

Manufacturer narrative:
Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for cannula through shield due to unknown lot number. H3 other text : see h.10.

Event description:
It was reported that 1 unspecified bd¿ syringe had the needle through the shield after re-capping and a needlestick injury. The following information was provided by the initial reporter : the consumer reported that when recapping the needle went through the shield and stuck his finger. The consumer stated he was fine and no medical attention was received but it was a dirty needle stick from his patient. Date of event :(B)(6) 2021. Samples status : discarded.